Manufacturer narrative:
On 16-may-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was resistance with the vizigo¿ sheath while introducing it to the body. When the sheath was pulled out, the medical team noticed that the tip had peeled back. The dilator was "fine". There were no exposed internal parts. There were no damaged or lifted electrodes. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator, the tip was found in good condition. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. The dilator's outer diameter was measured, and dimensions were found within specifications. A device history review was performed for the finished device number lot 00002554 and no internal action related to the complaint was found during the review. The resistance with sheath and tip separated issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use of the device contain the following recommendations: if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath; use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and there was resistance with the vizigo¿ sheath while introducing it to the body. When the sheath was pulled out, the medical team noticed that the tip had peeled back. The dilator was "fine". There were no exposed internal parts. There were no damaged or lifted electrodes. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No patient consequences were reported.